Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's retainer ring is broken from the top of the reservoir compartment. Customer's blood glucose was 4.9 mmol/l. Advised that the insulin pump would need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit passed displacement test. Unit received with cracked case on the back at the battery tube area, battery tube threads, reservoir tube lip and retainer. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay texture damaged. Unit received with missing display window cover. Unit received with stained and faded serial number label. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.